Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13172. It was reported that the patient presented in clinic. Device interrogation revealed noise on both the atrial and ventricular lead. No intervention was performed. Patient was in stable condition.